Event description:
During infusion, led observed by family "flashing" between 10 cc/hr and 100 cc/hr. When discovered by rptr, pump led read 100 cc/hr and approx 200 cc of fluid (25,000 units heaparin in 250 cc d5/w) observed to be infused.